Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. As received, microscopic inspection showed the returned extension internal wire was found a damaged and continuity testing showed all channels was found electrical open. These damaged are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.